Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoprosthesis or delivery system: improper component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm and the left internal iliac aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. After deploying the trunk ipsilateral leg, the balloon was inflated inside the proximal end. This extended the device deployed in a slightly bent state, resulting in the coverage of the right renal artery. Although a decrease in blood flow was observed via angiography, the blood flow in the right renal artery was maintained. Due to the difficulty in cannulation, no further treatment was performed, and the patient was placed under observation. The patient tolerated the procedure. The physician¿s comment: ¿it was a challenging case as the patient had a ruptured aneurysm, and due to the poor shape of the proximal neck.¿